Event description:
A report was received that, during a lead revision procedure, the patient's pocket site was repositioned, and the ipg was replaced. The patient had recently experienced charging difficulties. Therefore, the physician elected to replace the ipg and reposition the pocket site.

Manufacturer narrative:
The device involved in the event was not returned to bsn, as it was discarded by the medical facility.